Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge field service representative (fse) reported that the battery in slot # 2 was defective; showed the charge cycle count to be -1 and would not run on battery power. The fse replaced the battery and let it charge overnight. The fse returned the next business day and performed a complete preventive maintenance with full calibration, functional testing, and safety check to factory specifications. The iabp passed all function and safety checks and was released to the customer cleared for clinical use. (B)(6).

Event description:
A getinge field service engineer (fse) reported that the intra-aortic balloon pump (iabp) was having battery run time issues and charging issues. This event occurred during preventive maintenance performed by a getinge representative. No patient was involved, and no adverse event has been reported.